Event description:
A CT power injection was performed through a power loc safety infusion set access. During the injection the dead end cap came off the access and leaked contrast all over the patient. This resulted in reinjection the patient through the access by hand in order to complete her scan. The infusion set was not placed in the radiology department, so this is an unknown lot #. However, I am attaching a sample packaging for the power loc set used.